Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Gore® dryseal flex introducer sheaths were utilized for access. A 12fr dsf was inserted from the left side of the patient and a 18fr dsf was inserted from the right side of the patient. After introducing the dsfs, the patient¿s systolic blood pressure dropped to about 70. The procedure was continued and after the trunk-ipsilateral leg component was implanted, bleeding was confirmed in the left common iliac artery. The contralateral leg (plc201200j / 17318858) was implanted as planned in the left common iliac artery, and the patient¿s blood pressure stabilized. No endoleak was detected, however, arterial injury was suspected in the bifurcated area of the internal iliac artery and the external iliac artery. As a prevention from rebleeding, the physician decided to extend by implanting an additional contralateral leg (plc141400j / 21415325) into the external iliac artery. The patient tolerated the procedure, and the aneurysm was successfully treated. It was reported that both access vessels were tortuous. The external iliac artery measured 10.3mm - 11.0mm.